Manufacturer narrative:
The investigation is in progress and a follow up MDR will be submitted.

Event description:
The safety wire was released very late. The safety wire hook got stuck in patient. They used pliers to pull the hook out of the patient. After that they had to place a new stent (from boston). Our stent was also out of date ((B)(6) 2021). A section of the device did remain inside the patient¿s body. The safety wire hook got stuck in patient. The had to use a plier to pull the hook out of patient. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while removing the introducer, (B)(6). What endoscope type and channel size was used? Duodenoscope, 3,7mm what was the position of the elevator? N/a, details of the wire guide used (diameter, type, make)? (B)(6) jagwire. Was the zip port facing upwards and slightly curved when backloading the wire guide? Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. How long was the stent in the patient by the time this complaint occurred? In place for devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a if yes, how often was this completed? Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? They placed a new stent from boston in the same procedure. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If yes, please specify what was observed and where on the device it was observed. Stricture information: what was the length and diameter of the stricture? Where was the stricture located in the body? Was there resistance felt passing wire guide through stricture? N/a, yes, no. Was there resistance felt passing the evolution through stricture? N/a, yes, no. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient: was the product inspected for kinks or damage before use? Yes, was resistance felt during insertion into patient? No, if yes, at what point? Questions related to during stent placement: did the product fail during stent deployment or recapture? Deployment if other, please specify was the directional button pressed during use? Yes. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes. 5 was the yellow marker kept in view during deployment? Yes. Are images of the device or procedure available? No. Questions related to during introducer withdrawal: are images of the device or procedure available? No. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. Was the safety wire fully removed before removing the delivery system? No. Did any part of the product snag/get caught with the stent when removing the delivery system? Yes. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) what instrument was used for stent repositioning / removal? Forceps, if other, please specify. Was resistance encountered during advancement and/or deployment? No. If yes, please when this was felt? Advancement or deployment how did the physician deal with this resistance? Was the lasso (suture) loop used during repositioning.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: (B)(4) of evo-pc-10-11-6-b lot# c1647957 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2021. On evaluation of the device the polyimide was observed to be broken and returned separated. Lock wire was not returned. Handle was actuating fine for deployment and recapture. Documents review including IFU review: prior to distribution evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-6-b of lot number c1647957 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1647957. It should be noted that the instructions for use (ifu0057-5) states the following: ¿when stent point of no return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is sufficient evidence to suggest the user did not follow the IFU. Root cause review: the physician confirmed the safety wire was not fully removed before attempted removal of the delivery system. Following the lab evaluation engineering input was sought for root cause determination "it¿s possible while the stent was attached to the delivery system when the user was removing the system, a pull force was expressed onto the stent and inner catheter resulting in the inner catheter damage". A definitive root cause of use error situation: physician/assistant does not remove safety wire to continue deployment of the stent was identified in the laboratory. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient required a medical intervention, within the same operating procedure, to remove the safety wire hook remaining inside the patient¿s body. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Device evaluation: 1 unit of evo-pc-10-11-6-b lot#: c1647957 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document-based investigation was conducted.    Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 09 dec 2021. On evaluation of the device the polyimide was observed to be broken and returned separated. Lock wire was not returned. Handle was actuating fine for deployment and recapture.   Documents review including IFU review: prior to distribution evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-pc-10-11-6-b of lot number: c1647957 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number: c1647957. It should be noted that the instructions for use (ifu0057-5) states the following: ¿when stent point of no return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle¿. There is sufficient evidence to suggest the user did not follow the IFU.   Image review: n/a.    Root cause review: the physician confirmed the safety wire was not fully removed before attempted removal of the delivery system. Following the lab evaluation engineering input was sought for root cause determination "it¿s possible while the stent was attached to the delivery system when the user was removing the system, a pull force was expressed onto the stent and inner catheter resulting in the inner catheter damage" a definitive root cause of use error situation: physician/assistant does not remove safety wire to continue deployment of the stent was identified in the laboratory. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient required a medical intervention, within the same operating procedure, to remove the safety wire hook remaining inside the patient¿s body. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to the correction to the investigation conclusions on the 18-oct-2023.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to device evaluation on 09-dec-2021.